Event description:
The customer reported a "needs service" message when turning on the device and that it was unable to shock during op check. There was no report of patient involvement.

Manufacturer narrative:
(B)(4).